Event description:
It was reported the patient missed a refill appointment. Per the hcp the patient experienced confusion that started on thursday (B)(6) 2013. The pump was used to deliver gablofen. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).